Event description:
It was reported that the patients' right knee was revised due to tibial subsidence that went into a varus alignment.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).